Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump became hot to touch and a temperature alarm was recorded in pump history. There was no adverse impact to the customer's blood glucose level. Customer used multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode, and was provided a replacement pump, with guidance to reenter pump settings, reconnect continuous glucose monitor, and return affected pump using a prepaid label, which customer understood and acknowledged.

Manufacturer narrative:
Updated b5

Event description:
It was reported that pump became hot to touch. There was no adverse impact to the customer's blood glucose level. Customer used multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode, and was provided a replacement pump, with guidance to reenter pump settings, reconnect continuous glucose monitor, and return affected pump using a prepaid label, which customer understood and acknowledged.